Manufacturer narrative:
(B)(4): the evaluation revealed that when the pump was exercised for 24 hours, the pump powers up properly with no alarms. The reported power loss on the pump could not be verified or duplicated. Unrelated to the complaint, evaluation revealed the pump was found to exhibit a visible battery compartment crack, corrosion in the battery compartment and moisture in the pump. The pump's display screen was also found to be blank and when the pump was opened, the display screen was found to be cracked. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
It was reported that the battery has been replaced 4 times over the past 4 days. The display screen is reportedly blank. There are no reported cracks in the pump and the battery cap is secure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.